Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. No other information was provided. The associated rv lead was taken out of service; however, this device remained in service at the time of procedure and was subsequently removed from service at a later date to an unrelated reason. No adverse patient effects were reported.